Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer stated that the buttons were sticking and were not responding immediately. The customer stated that they did not know their blood glucose, but it maybe a bit high. The customer stated that they had been having the issue with the keypad for approximately two months and the device might have been dropped or bumped once or twice. The customer was advised that the device needed to be replaced. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.